Event description:
The service and repair department documented that two reduction forceps with points narrow-ratchet 132mm are not holding under pressure, found during routine maintenance of sets, no surgery involved. The sales consultant (sc) confirmed that there was no patient involvement and that the issue was found outside the operating room (or). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
During service assessment, the customer reported the item was not holding under pressure. The item is not repairable. The cause of the issue is unknown. No service history review can be performed as this is a lot controlled item. Product development evaluation details, the reduction forceps were received intact. The returned devices show significant usage. The tips of the device are slightly bent and dull. Slight gouging is present on tips as well. The balance of the instrument is in good condition. Ratcheting teeth are worn, but functional. Drawings of the devices were reviewed, no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device is multi use and is used for reducing fractures prior to fixating fractures with plates and screws, proper use and maintenance are addressed in technique guides. The reported complaint condition is possibly indicative of method of usage, instrument age, and not the devices design. The complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.